Event description:
Mhra received a report of a fractured acetabular cup direct from the patient's family member in august 2003, mhra reference 2003/007/030/151/004. It appears that the cup was observed to have broken in feburary 2003 after the patient presented with pain and decreased mobility. An avatar stem used in conbination with the cup.